Event description:
During an initial implant procedure, the device was not pacing the patient. The device was explanted, and a new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
Reported event of no pacing was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification and inspection of header and connectors indicated normal device characteristics without any anomalies that can contribute to reported pacing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.